Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cause for the investigation finding could not be established. The event could be prevented by following the instructions for use, which state that the use of products containing silicone may result in deposits of white foreign material. Silicone is commonly found in products such as simethicone, lubricants, and similar substances. If such products were used, there is a risk that foreign material could remain within the channel even when reprocessing is performed according to the instructions for use. Simethicone and petroleum-, oil-, or silicone-based lubricants are not water-soluble and are therefore not recommended by olympus, as they may contribute to residue buildup within the channels. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified foreign material in the insertion part, specifically in the distal end air and water channel. There was no patient involvement.